Event description:
Event description cpi received information that this endotak c transvenous defibrillation lead was explanted because of a "lead malfunction". No further information is available. Implant date-12/28/92. Explant date-08/05/96. Total implant months-43.2